Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3966, lot# la7893, implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a fall in (B)(6) 2003 and their lead and extension were replaced. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.